Event description:
The user reported that the catheter luer disconnected from the catheter. The device was repaired at home. The patient presented with peritonitis the following day and was treated successfully with antibiotics. No lot number has been provided. Date of event is an estimate, exact day in january was not provided. This is the second time the luer has disconnected from this device. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: no device is expected to be returned for evaluation. Implant date is an estimate, exact day of implantation in (B)(6) 2011 was not provided. Since the lot number was not provided, the device history record and complaint database search could not be performed. A follow up report will be submitted if additional information becomes available.